Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. The lead was explanted and replaced. During procedure, blood was observed inside the lead insulation of the rv lead. X-ray revealed no rv lead anomalies. The patient was stable.

Manufacturer narrative:
Upon analysis, a partial lead was returned in three pieces. Visual inspection of the lead revealed compression to the lead body adjacent to the connector boot consistent with external forces from the device can. The cable coating of one conductor cable, the inner lumen, and liner were observed to be abraded at the compression region. The exposure of the conductor cable and inner coil at the compression region likely contributed to the reported event. Further analysis revealed an abrasion consistent with friction to the device can with no damage noted beneath. Electrical testing did not indicate conductor fractures or internal shorts.